Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage focus ring. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image reflection. The event occurred during sedation for a therapeutic laparoscopic hysterectomy, laparoscopic adnexectomy procedure. The procedure was completed using a back-up device. There were no reports of patient harm.